Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 lot number to unknown and expiration date to unknown, h4 device manufacturer date to unknown and add h10 related report number.

Manufacturer narrative:
D4 expiration date. Complaint has been evaluated and is similar to: 1644408-2021-00891; 508-44-101, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.